Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported via phone call that the customer was hospitalized on (B)(6) 2017 at 4:30 pm due to diabetic ketoacidosis with blood glucose of 1046 mg/dl. Nurse was unsure when the high readings started. The customer was wearing the insulin pump at the time of hospitalization. Customer was still in the hospital at the time of call. The nurse completed the troubleshooting but was unable to perform high pressure test as there was no clamp available. The product will not be returned for analysis.